Event description:
It was reported that asymptomatic patient presented to the clinic for a routine follow-up, and wide qrs oversensing was observed. It was noted that the patient appeared to have intermittent bundle branch block. An aborted hv therapy was observed. Recommended programming changes. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.